Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an "incomplete fill tubing alert" while not in the fill tubing or load process. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer was advised ensure pump touchscreen was off while pump was in pocket. Customer acknowledged.